Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) group a strep negative patient result was obtained from a veritor analyzer. The customer questioned the negative result due to the patient being symptomatic and being exposed to a family member with a strep infection. After 2 minutes the customer reinserted the same test cartridge obtaining a positive result. In addition, the customer then reinserted the same test cartridge into a second veritor analyzer and initially received a negative result and then a positive result after reinsertion. No confirmatory testing was reported to have been performed. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) group a strep negative patient result was obtained from a veritor analyzer. The customer questioned the negative result due to the patient being symptomatic and being exposed to a family member with a strep infection. After 2 minutes the customer reinserted the same test cartridge obtaining a positive result. In addition, the customer then reinserted the same test cartridge into a second veritor analyzer and initially received a negative result and then a positive result after reinsertion. No confirmatory testing was reported to have been performed. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 4302652. The customer reported that they received a negative result initially with the analyzer. They then waited 2 additional minutes and re-inserted the same cartridge into the same analyzer and provided a positive result. They then used a different analyzer and re-inserted the same cartridge, resulting in a negative result. They waited for an additional time, and re-inserted the cartridge into the second analyzer, resulting in a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.